Manufacturer narrative:
No report of patient involvement. Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Ge healthcare's investigation is completed and it was identified the generator dc capacitors were burnt and 2 insulated-gate bipolar transistors (igbts) were shorted although the root cause for the burning cabinet is undetermined due to insufficient data from the site; the affected part was discarded by the 3rd party service provider (mis) and therefore it could not be analyzed. In addition, the user did not have a power line monitor installed to monitor the incoming power quality. The entire system cabinet was replaced along with many cables by the 3rd party service provider (mis). No further actions are planned at this time.

Event description:
It was reported that when the hospital staff attempted to make an exposure with a proteus xr/a x-ray system, they heard noises and noted that smoke was coming from the system cabinet. As the system was smoking, the user removed the generator component from the generator cabinet and placed the burning component on the exam room floor. The local fire department arrived at the site and extinguished the fire. No injury was reported as a result of this incident.